Event description:
Alleged the local alarm for the patient positioning monitor is not working. The bed is sending an alarm to the nurses station.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.